Event description:
It was reported that sensation plus 40cc experienced optical failure during use. No harm was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).